Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Preformed self test was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). (B)(6) 2021 customer alleged the pump error alarms. The testing needs to perform displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, and self tests. Also, needs to download pump using thus software to confirm error alarms in the trace, history files properly. Thus software was utilized and downloaded trace, history files properly. Pump passed the displacement test, self test, rewind test, prime, seating test, basic occlusion test and force sensor test. No unexpected pump error alarms noted during testing. However, in further full review in the pump history found multiple error on (B)(6) 2021 16:25:00.,16:35:00.16:35:34. And found pump error on (B)(6) 2021 16:25:00 during a bolus delivery. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor offset measured within spec range during testing (23.6 mv). The motor was tested outside of the device on the stb3 and passed. In conclusion, pump found multiple error alarms in the pump history suspected to be in the electronics defective. Insulin pump had scratched case, cracked case corner of belt clip rails. The insulin pump p-cap test reservoir locks in place properly and no anomaly noted.